Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements. High out of range shock impedance measurements greater than 125 ohms were recorded. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.